Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, a time setting issue arose, which was to be addressed in another case. The customer was advised to continue using the pump and to call back if the malfunction code recurs, and they acknowledged this instruction.